Event description:
The customer reported to olympus, the colonovideoscope had a defective air and water supply/intake and noise occurred on the initial screen. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. During the inspection it was that foreign objects clogged the nozzle due to insufficient cleaning. The customer's report of noisy image was not confirmed. In addition to the findings reported in b5 the following were discovered; due to clogging of nozzle, water removal ability does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, the adhesive on bending section cover had a chip, the adhesive on bending section cover had a crack, the switch1 had a cut, forceps elevator knob had a crack, the adhesives around objective lens had white-clouded area, the adhesives around light guide lens had white-clouded area, the plastic distal end cover had a burn, due to a cut on heat shrinking tube of forceps elevator lever, expected insulation capacity cannot be obtained, the grip had a scratch, the universal cord had a wrinkle, and the connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. According to the methods for procedure in line with the instructions for use (IFU) below, we determined the suggested event can be detected / prevented: the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.